Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the right ventricular (rv) lead was explanted due to decreasing impedance measurements, that were still within normal range. The physician decided to electively explant the lead. The field representative noted that there was physical damage to the lead body at the proximal end due to the laser lead extraction, subsequently they were unable to visually see if there was any previous issues with the lead that could attribute to the decreased impedance measurements. No adverse patient effects were reported. The lead will not be returned for analysis as it was thrown away by the facility.

Event description:
Boston scientific received information that this lead was explanted for an unknown product performance issue. The field representative is attempting to obtain additional information. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.